Event description:
Siemens received the following complaint from a user facility on 08/17/1999. This report is being filed in response. "54 year old with history of morbid obesity & diabetes mellitus. Underwent a bedside ultrasound to rule out thrombophelbits. Pt complained post procedure that ultrasound probe caused skin breakdown bilateral groins". The probe has been inspected by the customer. The customer states that there are no problems with the prode. The customer has also stated that the pt has returned to the hosp and has not reqested or required add'l medical treatment. At this point siemens does not believe the injury described meets the definition of serious injury.